Manufacturer narrative:
(B)(4). The customer returned one 2-l PICC for evaluation. Visual inspection of the photos revealed there was a hole in the distal extension line adjacent to the luer hub. This damaged is consistent with the molding defect seen on PICC extension lines. The catheter body also appeared to be intentionally cut. The total length of the catheter body measured 404 mm, or 40.4 cm, which is not within specifications of 54.60-55.90 cm per catheter product drawing. This indicates at least 14.2 cm of the catheter body was cut and not returned. The outer diameter of the distal extension line measured 0.09505", which is within specifications of 0.093-0.097" per distal extrusion graphic. The inner diameter of the distal extension line measured 0.056", which is within specifications of 0.055-0.059" per distal extrusion graphic. This indicates that the wall thickness measured as expected. Both extension lines were flushed according to the IFU which states, "attach pre-filled saline syringe, if provided, or other syringe to sidearm and flush distal lumen with sterile saline solution. Leave syringe in place. Flush remaining lumen(s) with sterile saline. Clamp or attach injection site cap(s) to extension line(s) to contain saline within lumen." Water leaked out of the hole in distal line. The proximal line flushed as expected. A manual tug test confirmed both luer hubs were secure to their extension lines. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request has been initiated to further investigate this issue.

Event description:
Customer reported leaking/hole where extension line meets the hub on the PICC line. The device was replaced. No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reported leaking/hole where extension line meets the hub on the PICC line. The device was replaced. No patient harm reported.